Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Upon investigation, the implantable cardioverter-defibrillator was noted with post-paced t-wave oversensing. Programming changes were recommended. The patient was stable.

Event description:
Additional information received noted the patient presented in clinic. Programming changes were made to address the oversensing. The patient was stable.

Manufacturer narrative:
Correction: a4-initial patient's weight was not included in initial report.